Manufacturer narrative:
Device received with missing display window cover. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they cannot read the display. Customer's blood glucose level was 209 mg/dl at the time of incident. Customer stated that the black thin strip covering the top of the insulin pump screen fell off. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.